Manufacturer narrative:
This report is filed on april 14, 2016. Implanted device remains.

Event description:
Per the clinic, during initial implantation surgery on (B)(6) 2016, the surgeon inadvertently damaged the patient's facial nerve, resulting in facial nerve paralysis. Subsequently, the patient was treated with steroids (date and duration not reported). Following treatment, the patient's symptoms had reportedly resolved. The implanted device remains.